Event description:
It was reported in a letter that, "during an observation of a surgery procedure, some of the lamellas at the tip of the stem inserter are broken off. The surgeon removed all the broken pieces and utilized another device. He completed the surgery with a prolongation of 30 minutes."

Manufacturer narrative:
The result of the investigation performed indicates that the impaction of the misaligned insertion tip of the stem inserter within the insertion hole of the stem caused the lamellas of the inserter sleeve to fracture from an overload condition. If additional information becomes available a supplemental report will be issued.